Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, reservoir tube cracked and missing the reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was broken where the reservoir goes. The customer's blood glucose was around 8 mmo/l at the time of incident. The customer stated that the reservoir compartment was broken off which the half of the plastic rim appeared to have broken off and the rubber was a bit exposed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.